Event description:
It was reported that the bd precisionglide¿ needle pulled out of the hub when trying to cap and remove it during chemo preparation. The following information was provided by the initial reporter: "our technician was using the yellow needle (bd 305176) to prepare a chemo. When they tried to cap and remove needle from syringe the needle came off. We did not save the needle due to chemo contamination. It was reported that the white rubber where the metal needle and yellow plastic meet may not be properly sealed due to bubbles. Did you experience any adverse events as a result of the reported failure? No... Was any medication used with the product? If yes, what was the medication? Methotrexate. Was treatment able to be completed for the patient? Yes."

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
D4: medical device expiration date: unknown. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4: device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle pulled out of the hub when trying to cap and remove it during chemo preparation. The following information was provided by the initial reporter: "our technician was using the yellow needle (bd 305176) to prepare a chemo. When they tried to cap and remove needle from syringe the needle came off. We did not save the needle due to chemo contamination. It was reported that the white rubber where the metal needle and yellow plastic meet may not be properly sealed due to bubbles. Did you experience any adverse events as a result of the reported failure? No; was any medication used with the product? If yes, what was the medication? Methotrexate; was treatment able to be completed for the patient? Yes."